Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. The distal low voltage electrode of the lead was covered in blood. The analyst noted that the stylet insertion was performed using a returned stylet pli-20, the stylet passed through the coil lumen without obstruction. Using an introducer sample to performed test. Even though the distal end is slightly curve, but the lead with stylet inserted still passed through the introducer without obstruction. Information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, there was noted lead placement difficulty. Multiple stylets were attempted, however, each one was getting stuck in the right ventricular (rv) lead and there was a curve near the distal end of the lead. Another lead was used to complete the procedure. No patient complications have been reported as a result of this event.